Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis. The customer¿s blood glucose level was 742 mg/dl. At the time of hospitalization. The customer was treated with insulin drip. The insulin pump will be returned for analysis.